Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer pharmacist reported via phone call that they experienced low blood glucose level over 40¿s mg/dl. Customer feels ok to troubleshoot for low blood glucose reading. Customer pharmacist stated the customer did not use long acting insulin. Customer current blood glucose reading was 40 mg/dl. Customer blood glucose reading at the time of the incident was 280 mg/dl. Customer was advised to contact their healthcare provider. Customer did not treat their low blood glucose reading because the insulin pump suspended twice. Customer cannot recall the date infusion set was changed. Customer did not check for any air bubbles or leak. Customer stated the drive support cap appears was normal. Customer stated the insulin pump passed displacement test. Customer had 40 mg/dl blood glucose reading for two night in the row. The insulin pump was shooting out insulin even thou it did not met with reservoir. Products will not be returning for analysis.